Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 37761, product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger.

Event description:
A health care provider (hcp) reported that the patient's efficacy had been progressively worse the past 2-3 weeks, but the symptoms were significantly worse the morning of this report. The patient's tremors had gradually gotten worse. The patient was admitted to the emergency room without their patient programmer or recharger so their family was going to get the external devices. The hcp was having a hard time getting the blood pressure cuff on the patient due to their tremors. It was unknown if the ins was on. On the following day, the patient reported they were in distress and having problems with their device. The recharger was broken and they could not charge the implantable neurostimulator (ins). The patient clarified that the connector pin broke off of the desktop charger. The patient needed a desktop charger, recharger, and an antenna. The recharger and antenna were not damaged. No out of box failure was reported. The patient had gone to the emergency room on (B)(6) 2016 due to not being able to charge. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.